Event description:
It was reported that during an unknown procedure, there was gas leaking from the valve. It would appear that the leak was coming from the joint between the removable top and the device shaft. It was checked that the top was securely in place. Another device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for eval.